Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 480 mg/dl at the time of incident and the current blood glucose level was 480 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer had using the insulin pump within 48 hours of the reported high blood glucose. The customer reported that the insulin pump gives the no delivery alarm during the manual prime. The troubleshooting was performed for the no delivery alarm. Based on customer reports customer does not allege the insulin pump was under delivery. The troubleshooting was performed for the high blood glucose under delivery. The customer was treated with the insulin pump. The insulin pump will not be returned for the analysis.